Manufacturer narrative:
The manufacturer previously reported incorrect information in section b4. The manufacturer previously reported in section b4 incorrect date which is reported correctly in b4 section.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The pateint alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In initial and first follow up report b4 dates in both scenarios were incorrect. The correct date should have been 06/07/2022 and 06/09/2022, respectively. The manufacturer also marked section b2 [x] disability or permanent damage incorrectly in first follow-up report, which has been updated / corrected in this report. In previous report, the manufacturer did not mentioned patient history in section b7, which has been updated / corrected in this report.

Manufacturer narrative:
Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - impact code was corrected.